Event description:
Inaccurate result(s). I had symptoms went and to a rapid testing harris co. Facility and bought this home test. The flowflex gave me a positive and the rapid test gave me a negative. I dont know which one is right